Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a battery out limit alarm and a keypad anomaly. The customer¿s blood glucose was 125 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed battery out limit and unable to clear the alarm due to buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. No battery out limit alarm troubleshooting was performed due to keypad anomaly. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened b and esc buttons dome switch (creased). Inspected lcd connector and no unlocked connector noted. Unable to verify battery out limit or perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.